Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, the device was not working.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. One titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed two groups of separations noted on the reservoir inlet tubing, indicating contact with unshod instrumentation. One group was near the tubing detachment site, the other group was near the tubing/strain relief junction. Testing revealed these to be sites of leakage. A burn-like mark was noted on the bladder of cylinder 2, indicating contact with cauterizing instrumentation. This was not a site of leakage. Abrasion was noted on the longer exhaust tube & strain relief and inlet tube & strain relief of the pump. No functional abnormalities were noted with the pump or either cylinder. An area of confined abrasion was noted on the reservoir inlet tube at the tube/strain relief junction of the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump exhaust and inlet tube matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This was also confirmed by the curvature of the tubing when received. The confined abrasion noted on the reservoir inlet tube indicated the tube had been kinked onto itself for a period of time while in-vivo, which may have contributed to the device not working as intended. However, as no further information as provided, quality cannot confirm this to be the site of failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on the reservoir inlet tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.